Event description:
It was reported that during a procedure to implant a second device in the right sfa, via a left femoral approach, the stent was not expanding as the catheter was pulled back. The doctor decided to pull the entire system out and did not implant a second device. No injury to the patient was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown.